Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "check clutch" alarm during motor testing. The pump also failed calibration, and the cause of the customer reported problem was the mainboard failed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the mainboard to bring the pump back to full functionality.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's plunger position could not be calibrated, and it showed the wrong value. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "check clutch" alarm during motor testing. The pump also failed calibration, and the cause of the customer reported problem was the mainboard failed. The pump was in good condition, no physical damage was found, and labels were undamaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mainboard, and the pump passed all functional tests and performed as intended after repair.